Event description:
Pf 106 advantage af clinical study, subject ID: (B)(6). It was reported that the patient experienced shortness of breath and worsening atrial fibrillation. During an emergent follow-up after a procedure using a farawave pulsed field ablation catheter, the patient experienced shortness of breath and worsening atrial fibrillation. The patient initially complained of shortness of breath and an electrogram (EKG) confirmed the patient was back in atrial fibrillation. Ten days after onset of the complications transesophageal echocardiography (tee) was performed for diagnostic purposes along with another EKG and laboratory blood work for a complete blood count (cbc) and basic metabolic panel (bmp). Direct current cardioversion (dccv) was administered to the patient, which resolved the complications. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter was received by boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, functional testing, electrical testing, and dissection. No outer abnormalities were observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Flushing was tested through the irrigation line, and flushing was functional in undeployed and basket state. However, flushing was not functional in flower deployment. Subsequently, the device was functionally tested by connecting the catheter to a known good farawave cable and a known good farastar console. Multiple ablations were performed successfully, and no abnormalities or errors were observed during testing. The catheter passed continuity and hipot testing. The catheter was dissected to locate the cause of the inability to flush the irrigation line in flower deployment. Dissection revealed some kinking of the flush lumen.

Event description:
(B)(4) advantage af clinical study, subject ID: (B)(6). It was reported that the patient experienced shortness of breath and worsening atrial fibrillation. During an emergent follow-up after a procedure using a farawave pulsed field ablation catheter, the patient experienced shortness of breath and worsening atrial fibrillation. The patient initially complained of shortness of breath and an electrogram (EKG) confirmed the patient was back in atrial fibrillation. Ten days after onset of the complications transesophageal echocardiography (tee) was performed for diagnostic purposes along with another EKG and laboratory blood work for a complete blood count (cbc) and basic metabolic panel (bmp). Direct current cardioversion (dccv) was administered to the patient, which resolved the complications. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.